Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t hs results from the cobas e 801 module. The initial sample resulted as 66ng/l, and the patient was admitted to the hospital based on the 66ng/l result but was not treated for result. An additional patient sample was obtained at the hospital; the initial result was <3 ng/l. On (B)(6) 2019 both samples were repeated with results of <3 ng/l. The result of <3 ng/l was believed to be correct. The questionable result was reported outside the laboratory. The reagent lot number was 37069503 with an expiration date of 31-mar-2020.